Manufacturer narrative:
Additional information : device manufactured between january 19, 2019 to january 20,2019. The device was received for evaluation. Visual inspection of the bag was done and a small tear was observed in the upper left edge of the bag. A functional test was performed and revealed a leak from the upper left edge of the bag approximately at the 2100 ml area level.the reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small hole in the top left seam was observed in a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag which resulted in a leak of solution. The leak was identified during preparation and prior to patient use. There was no patient involvement. No additional information is available.